Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The manufacturer's representative (rep) and healthcare provider (hcp) reported an early replacement due to overdischarge. It was unknown what diagnostics or troubleshooting was performed. There were difficulties recharging. It was noted the recharger was replaced. At the time of the report, the issue was resolved. The battery was replaced with a primary cell. Relevant medical history included spinal pain.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) [serial # (B)(4)] found insignificant anomalies; the device had reduced battery capacity due to overdischarge. Upon further review, evaluation conclusion code and evaluation results code no longer apply to this event.

Event description:
Relevant medical history also included lumbar radiculopathy.

Manufacturer narrative:
The ins (serial #(B)(4)) was returned, but analysis has not yet been completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.